Event description:
Reporter alleged blood glucose measured 298 mg/dl back to back with a result of 129 mg/dl when testing was performed within 3-5 minutes of each other. It was stated customer had erratic high readings for two days prior to the back to back testing. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.